Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) battery depletion-normal. (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The minimum value of ventricular impedance was consistently in the 400 ohms. The maximum varied widely from 500s to 7833 ohms.

Event description:
It was reported the lead had fluctuating impedances for some time. It was also reported the device had sensing difficulty due to a possible set screw issue. The lead and the device were replaced. No patient complications have been reported as a result of this event.